Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringes with bd ultra-fine¿ needle when depressing the plunger. The following information was provided by the initial reporter: "consumer reported liquid coming from the syringe when she depresses the plunger rod. Consumer stated that a small drop of liquid appears on the tip of the needle. Packaging has been discarded, consumer does not have the lot #. Consumer refused replacement, stated that she gets syringes free through her insurance company."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17nov2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone used for lubrication. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringes with bd ultra-fine¿ needle when depressing the plunger. The following information was provided by the initial reporter: "consumer reported liquid coming from the syringe when she depresses the plunger rod. Consumer stated that a small drop of liquid appears on the tip of the needle. Packaging has been discarded, consumer does not have the lot #. Consumer refused replacement, stated that she gets syringes free through her insurance company."